Event description:
IV antibiotics due - voriconazole. Not compatible with current IV fluid (dextrose 5% 0.45 normal saline). New primary line setup and switched on current pump since patient only has one peripheral IV. Pump reset for new antibiotic. Error reading "occlusion upstream." Line checked for clamps and kinks, also made sure drip chamber functioning correctly. Second rn to bedside to check function of pump. New primary line setup and exchanged on pump. Error reading still present. (Then peripheral IV infiltrated and new peripheral IV placed by vascular access specialty team (vast) rn. Pump error still reading when trying to restart. New pump to bedside and functioned properly.